Event description:
Used clear care contact solution with hydrogen peroxide to clean my lenses then inserted the contacts in my eyes due to very small font of proper use on the box. It cause severe corneal damage. Date of use: (B)(6) 2020. Reason for use: to clean contact lenses.